Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked reservoir tube, cracked reservoir tube window and moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a blank display due to moisture exposure. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.